Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized. On an unknown date, the patient started treatment with injection vancomycin (2g; route, frequency and duration not reported) and injection piperacillin with tobramycin (dose, route, frequency and duration not reported) for peritonitis. Action taken with pd therapy and the patient¿s recovery status were not reported. No additional information is available.